Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. The customer ordered a new ac power module which resolved the failure. As of 11/01/2010, there have been no further calls from this customer site regarding this issue. The unit remains at the customer site with the new ac power module installed.